Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during investigation of the mobile power unit (mpu) at the european distribution center (edc), the white and black connector of the patient cable were missing a pin. The handle also had a crack.